Manufacturer narrative:
Plant investigation: a sample was returned from the reported lot for evaluation. During gross visual examination, a kinked and looped fiber was observed at approximately 300° with the ports at 0° on the cavity ID end. After disassembly of the dialyzer, it was noted that the ends of kinked and looped fiber were potted on the same side; however, the looped fiber looped back down on one end back into the dialyzer housing. Under magnification of 20x, the smaller fiber measured 11.29 mm from the potting surface. There was no other damage or irregularities noted on the returned sample. During the lot history review it was noted that there were no other complaints of any kind reported against the lot. An investigation of the device history records (DHR) was conducted by the manufacturer. A production records review was performed on the reported lot. The production record review showed there was one approved temporary dn in the production of this lot. It is unrelated to the reported complaint event. There was no indication of product non-acceptance or deviation in the manufacturing process related to the complaint event. This includes non-conformances, rework, labeling, process controls, and any other occurrence in production that was potentially related to the complaint. The lot met all release criteria. The investigation into the complaint was not able to confirm the reported event. The probable causes for this failure occur are related to the handling of the fiber bundle during production and during the insertion process of the fiber bundle into the dialyzer housing. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes.

Event description:
A user facility clinic manager reported that a dialyzer blood leak occurred about a half hour into a patient¿s hemodialysis (hd) treatment. The blood leak was noted as being an internal blood leak. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. Blood leak test strips were used and tested positive for the presence of blood. There was no defect or damage noted on the dialyzer. The patient¿s estimated blood loss (ebl) was 100 ml. There was no patient injury or medical intervention required as a result of this event. The patient was restarted on a different machine and treatment completed successfully with new supplies. The complaint device was reported to be available for return for physical evaluation by the manufacturer.

Event description:
A user facility clinic manager reported that a dialyzer blood leak occurred about a half hour into a patient¿s hemodialysis (hd) treatment. The blood leak was noted as being an internal blood leak. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. Blood leak test strips were used and tested positive for the presence of blood. There was no defect or damage noted on the dialyzer. The patient¿s estimated blood loss (ebl) was 100 ml. There was no patient injury or medical intervention required as a result of this event. The patient was restarted on a different machine and treatment completed successfully with new supplies. The complaint device was reported to be available for return for physical evaluation by the manufacturer.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.